Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc. 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The investigation of the complaint has been completed. It is based on the problem description. No part was returned and no device logs were provided despite several requests. According to the problem description, the ventilator alarmed with three technical error codes after installation, indicating stop of ventilation. If the underlying defect appears during ventilation, ventilation will stop and the technical errors will be notified to the user by a generated high priority alarm and the corresponding technical error code. If the failure appears during startup, the technical error code for disabled ventilation will be generated and ventilation cannot be started. The conclusion is that the reported issue was caused by an out-of-the-box malfunctioning control pc board, but this could not be confirmed and the root cause could not be determined due to lack of information and lack of returned part.

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator alarmed for control and/or communication and internal memory error after installation. There was no patient involvement. Manufacturer ref. #: (B)(4).